Event description:
It was reported that a getinge service territory manager (stm) ordered 0212-12-0832 " screws" but received springs instead.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue indicated that there were no additional parts in stock in the field or warehouse. Once the new parts were received the stm was able to repair the unit and clear it for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).